Event description:
There was a crack in axis direction on the radius during locking bone screw insertion.

Manufacturer narrative:
Although this would not be considered a reportable event, we became aware that this event was reported to pmda. We believe it provides FDA be made aware of this event as well. Additional associated mdrs: MDR numbers: 3025141-2013-00124, 3025141-2013-00129, 3025141-2013-00130, 3025141-2013-00132, 3025141-2013-00132, 3025141-2013-00133,3025141-2013-00134, 3025141-2013-00135. Part numbers: unknown, col-3140-s.